Event description:
Customer reports that sensor needle broke and came apart when attaching to serter. Incident happened again while on call with helpline. Customer was advised that two sensors would be replaced. Customer's blood glucose was 115 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.